Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a blocked nozzle caused by an unknown foreign object, which could not be cleared. The foreign material could not be identified, and the exact cause of its presence in the device could not be conclusively determined. The event can be detected/prevented by following the instructions for use which state: the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device had a blocked nozzle due to an unknown foreign object, which could not be cleared. There were no reports of patient involvement.